Manufacturer narrative:
A customer reported that acl top 550 cts transmitted an result that was not ordered to a patient via the hemohub intelligent data manager. Patient #1 had factor v ordered, and the result posted correctly to hemohub. Patient #2 had factor ii, v, vii, and x ordered, and all the results posted correctly to hemohub. However, the factor ii result from patient #2 also posted to patient #1, via hemohub. The incorrectly transmitted test result for patient #1 remained in the hemohub intelligent data manager file and did not transmitted to the patient through the hospital in house laboratory information system (lis). There was no patient impact as result of this event. "Investigation at il concluded that due to a timeout there was a loss of communication which caused packets to be lost, creating an incorrect astm message that was applied to patient #1. This resulted in the value for factor ii to post to patient #1. Investigation was unable to determine why the packets were lost or reproduce this issue. There are 2 actions in settings that can be performed with all the hemohub installations in the field: enable the setting "delete the raw data file after being processed" and ensure there is no compressed setting in the windows folder for the multionline logs storage. In a future release of software, the following mitigation may be included to "reset all the information before receiving an eot (end of transmission message)." Only one of the proposals need to be implemented to avoid this issue.

Event description:
A complaint was received indicating that acl top 550 cts transmitted an erroneous result to a patient via the hemohub intelligent data manager. Patient number one had factor v ordered, and the result posted correctly to hemohub. Patient number two had factor ii, v, vii, and x ordered, and all the results posted correctly to hemohub. However, the factor ii result from patient number two also posted to patient number one, via hemohub. The incorrectly transmitted test result for patient number one remained in the hemohub intelligent data manager file. The incorrect data was not transmitted to the patient through the hospital in house laboratory information system (lis). There was no patient impact as result of this event.

Manufacturer narrative:
The root cause of this issue is currently under investigation at instrumentation laboratory. A follow up report will be provided with the conclusion of the investigation.